Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the implantation of the pacemaker, it was impossible to connect one of the lead to the connector block. After several unsuccessful attempts, another pacemaker was implanted.

Event description:
Reportedly, during the implantation of the pacemaker, it was impossible to tighten the implanted ventricular lead to the connector block. After several unsuccessful attempts, another pacemaker was implanted.

Manufacturer narrative:
Please refer to the attached analysis report.